Event description:
It was reported that during a thyroidectomy procedure the nerve monitor was not responding to nerve stimulation. The surgeon could visualize the nerve but was not getting a positive response on the monitor. Another surgeon was called in to the case to verify and confirm nerve visualization. The threshold was at 100 and the stimulation at 1.5 ma. The case was completed with no patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: item #8253200, nim response 3.0 patient interface, lot/serial numbers unknown ¿ not provided. (B)(4). The devices reported are not being returned for evaluation. Method - no testing methods performed.

Manufacturer narrative:
06/17/2014. The devices were eventually returned to xomed for evaluation and/or repair. The product analysis could not verify the reported complaint and found no fault with the nim mainframe or the patient interface. The software was upgraded to the current version per product specifications and the devices were returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.